Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in back-up mode. Attempts to download the software were unsuccessful. Therefore, the device was replaced.